Event description:
Alleged event: healthcare professional reported "ruptured and lumpectomy" against a non-abbvie device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt: 1924, 2208. Device: 2886, 1546. Ref: mw5188435.